Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok-clip applier instrument did not close. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grip clip test was performed and failed. The clip applier instrument could not engage the clip (would not close when clipping). Additional observations related to the customer-reported complaint: the instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. The broken input disk #7 had a broken piece inside the housing. The instrument was found to have multiple input disks shaft cracked. Hairline cracks were found on grip input shaft #6 and pitch input shaft #5. The instrument was found to have a broken chassis. The broken piece was still attached, measuring roughly 0.136" x 0.298¿ in size. The complaint was confirmed by failure analysis.